Event description:
The patient underwent a revision surgery on (B)(6) 2024, to restore therapy. During the placement of a new sense lead, a vessel was nicked and the patient experienced excessive bleeding. Physician applied pressure and used suture clips to stop the bleeding. This resolved the issue.